Event description:
Reporter alleged obtaining a result of 409 mg/dl on advantage system 1 compared back to back with a result of 179 mg/dl on advantage system 2 when testing was performed within 10 minutes. Reporter alleged that on a different day, she obtained a result of 346 mg/dl on advantage system 1 compared back to back with a result of 164 mg/dl on advantage system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
A patient felt a surge in stimulation just prior to her device turning off unexpectedly. The patient used their programmer to turn their device back on. Stimulation worked once the device was turned back on. The patient indicated she was exposed to a theft detector or security gate at an airport, while the device was turned on. The source of direct exposure was from a full body scanner. The patient's outcome was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. (B)(4).